Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 394 mg/dl and that it elevated to 400 mg/dl. She stated that she was giving herself a bolus and that is when her blood glucose went up. Her current blood glucose is 383 mg/dl. The customer stated that she treated with the insulin pump. When removing the infusion set from her body, the customer found out that it was bent. The customer was advised that a bent cannula may interfere with the amount of insulin that is delivered and may contribute to her high blood glucose. She declined to check her insulin pump settings. The customer was assisted with performing the high pressure test and the insulin pump alarmed no delivery. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump and the infusion set will not be returned for analysis.